Manufacturer narrative:
(B)(4). The device was manufactured june 21, 2014 to june 22, 2014. The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This occurred after filling of the device with fluorouracil and glucose. There was no patient involvement. No additional information is available.